Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a lung biopsy procedure performed on (B)(6) 2009, (pt age unk; however over 18 years). According to the complainant, during the procedure, one of device jaws did not close correctly. The device was removed from the pt and the procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no pt complications reported as a result of this event. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): won't close. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).